Event description:
It was reported that after an l2-s1 fusion, the rod dislodged from the l2 screws bilaterally resulting in the patient's second revision surgery. The procedure was completed successfully by repositioning the cage with new rods and blockers. Adverse reactions to the patient included revision surgery as it required medical intervention.

Event description:
It was reported that after an l2-s1 fusion, the rod dislodged from the l2 screws bilaterally resulting in the patient's second revision surgery. The procedure was completed successfully by repositioning the cage with new rods and blockers. Adverse reactions to the patient included revision surgery as it required medical intervention.

Manufacturer narrative:
Method: risk assessment. Results: the event was confirmed via correspondence with a sales representative. Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: it was reported that during final tightening the surgeon most likely passed 8 nm and final tightened the construct to approximately 10 nm. The surgical techique notes that during final tightening, 8 nm must not be exceeded. If the toque applied to the construct exceeds 8 nm this may result in compromised construct may require a revision surgery. The plausible root cause of the reported event is most likely excessive torque applied to tighten the construct.